Event description:
The customer reported that the device turns on/off on it's own.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.